Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir would not lock or click in place.

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer reported that the crack was very loose. The customer's blood glucose was 119 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.